Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an on-site visit, field service engineer checked system intensively, and confirmed it meets specifications as per service and installation record. Among others, the field service engineer completed multiple hundred microns, polymethyl methacrylate cuts showing that they wee all within spec, checked complete system alignment, calibration and operation as well as several components. All in all, the field service engineer performed rigorous testing of the system including cutting multiple depths at the same time, and cutting normal procedures. In all cases the laser system performed as expected. The reported event could not be confirmed nor replicated by field service engineer. The latest preventive maintenance was performed and the system was found to be meeting specifications per service and installation record. Additional information (most notably the treatment report) and the event dates were requested but not provided therefore a deeper investigation is not possible. The investigation is completed based on the limited information made available for evaluation. The root cause could not be identified conclusively given the missing information. At this point in time, there is no indication of a device malfunction or issue. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the patient was experiencing thin flaps, flaps of varying thickness, and stromal beds that were not as smooth as normal during surgery in the unknown eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).